Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a lead revision due to out-of-range pace impedance measurements greater than 2,000 ohms. However, the new lead was difficult to position in the vein. The chronic lv lead was re-used instead, and the attempted lead was removed from the patient. Two weeks later, the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.